Event description:
During device evaluation, it was reported that the atrial lead had high impedance and oversensing, with non-capture when the device was moved in the pocket. Subsequently, the lead tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.